Event description:
It was reported that the patient experienced unwanted diaphragmatic nerve and phrenic nerve stimulation from the right ventricular (rv) lead. The lead was capped and replaced. It was noted that the patient has experienced left hemi-diaphragm pacing since the lead was implanted in (B)(6) 2007. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.